Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the lesion. The target lesion was located in a severely calcified left anterior descending artery. After pre-dilatation with an unspecified balloon, the 38 x 2.75mm taxus liberte sds was introduced and was unable to cross the lesion. The physician dilated the lesion again and completed the procedure with another 38 x 2.75 taxus liberte stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed there was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The hypotube was detached/separated 20cm from the strain relief. Microscopic examination of the material surrounding the hypotube detachment did not reveal any inherent deficiencies that would have contributed to the incident. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the detachment and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).